Event description:
During an in-clinic follow-up, noise was observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. The patient is stable.